Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor(gold). Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 230 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.